Event description:
It was reported that smoke has come from the o2 gas module in the ventilator. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue with defective gas module has been confirmed during evaluation of the received problem description. Service report and log files were not provided. Further investigation and repair was performed by a third-party company. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).